Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer and found a faulty reference (ref) electrode. The fse replaced the ref electrode to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high patient result for sodium (na) on their au480 clinical chemistry analyzer. Two (2) patients had high results were not reported out of the laboratory. The customer repeated the patient samples on another au analyzer and obtained lower results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the data for two patient samples.